Event description:
According to the complainant, a prolieve thermodilatation kit was used for a benign prostatic hyperplasia (bph) in 2008, (patient age and weight are unknown). The patient experienced the anticipated symptom, full urinary retention, one day following the procedure. The event was termed moderate, and the patient was treated with the placement of a foley catheter and flowmax. .

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded